Event description:
Patient reported that they have been wearing the aligners and the gap has not closed like they were told it would. They were seen by a dentist that informed them that they need actual braces.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.